Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 health effect. - clinical code. - 4581 appropriate term/code not available for e1305 renal impairment.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 9/11/2023. On 9/11/23, the patient was driving. He stated he was having no symptoms. His cgm was reading 88 mg/dl, 5 five minutes later it read low mg/dl, and the patient then lost consciousness. The patient was in his car, but at a stop and passed out. There was no bg meter value taken for comparison. A nurse in a car behind the patient called 911. The patient was transported to the hospital via an ambulance. At the hospital, the patient regained consciousness and was treated with glucose, potassium, and IV fluids (as the patient also had an acute kidney injury). No cgm/bg comparison values during his hospital stay were reported. He was discharged from the hospital three days later. The patient was fine at the time of report. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.